Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease sharp on anterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ stress marks observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported deflation. This relates to the right side. Device was explanted.

Event description:
Device was explanted.